Event description:
International affiliate reports the spinal cage broke during insertion. The broken fragments were removed, and the remaining cage was implanted. There were no adverse consequences to the pt. As a compromised cage was implanted, a medwatch report is being filed to document this event.

Manufacturer narrative:
The major portion of the cage was implanted in the pt. The broken fragments were discarded and are not available for evaluation. Review of the device history record cannot be performed, as the lot code is unk. No definitive conclusions can be made at this time. However, the most likely cause of the event is the application of atypical force upon the cage during its insertion. At this time, the complaint is considered to be closed.